Event description:
The purpose of the article was to report the patency rates after implantation of an interwoven nitinol stent to salvage failing arteriovenous grafts (avgs) caused by intergraft stenosis. Between may 2018 and may 2020, supera stents were placed in patients who had failing avg due to repeat intragraft stenoses. The technical success rate was 100%. The target lesion patency rates after supera stenting were 100% at three months, 100% at six months and 75% at 12 months. The rate of reintervention for intragraft lesion was 0.15 procedures per year. Stent distortion or fracture did not occur under regular cannulation. Adverse events included reintervention for avg and stent restenosis. The article concluded that the supera stent is a promising treatment for failing avgs with recurrent intragraft stenoses. Details are listed in the article titled, ¿treatment of intragraft stenosis in hemodialysis grafts with supera stents: a retrospective study". No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. Additionally, a electronic lot history record (elhr) review and a review of the complaint handling database was not performed because the part and lot number was not reported. The reported patient effect of stenosis is listed in the supera peripheral stent systems instructions for use (IFU) as a potential adverse effect. The information received in the complaint was obtained through a proactive literature search. Specific model and lot numbers were not available and causality between the documented device usage and the patient effects could not be established. The patient effects listed are consistent with the product risk profile and are therefore expected. Reportedly, supera stents were placed in patients who had failing arteriovenous grafts due to repeat intragraft stenoses. It should be noted that the supera peripheral stent system IFU, states: the supera peripheral stent system is indicated for the treatment of atherosclerotic iliac, femoral and popliteal artery lesions and failed stenotic arterio-venous (av) fistula. Additionally, the intended purpose section states: the supera peripheral stent system is intended to improve luminal diameter of peripheral vasculature. As this is an article complaint regarding a retrospective study without specific procedure details a follow up letter will not be required. A conclusive cause for the reported stenosis, and the relationship to the product, if any, cannot be determined. The treatment(s) appears to be related to the operational context of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3 - date of procedure estimated as (B)(6) 2018. D4 - the UDI is not known as the part and lot number were not provided. D6a - date of implant estimated as (B)(6) 2018. H6 - medical device problem code 1494 - incorrect anatomy. H6 - medical device problem code 1494 - indication for use. Literature attachment: article title: ¿treatment of intragraft stenosis in hemodialysis grafts with supera stents: a retrospective study".